Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient appropriately received atp which would successfully terminated the vt. Unfortunately the sinus rate remained in the monitor zone. The vt would reinitiate and the patient would continue to get atp with successful termination but then went on to get shock therapy when all programmed atp was delivered. The device was reprogrammed.